Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: the pump is booted with a dim red color display. The battery compartment is cracked. The crack runs from the battery cap towards the case seal. Evidence of moisture was noted inside of the battery compartment. Performed leak test; pump failed the leak test due to the battery compartment being cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.